Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient had their cup, liner and head removed. Region for revision was the cup had become loose in the acetabulum. Doctor revised hip with a new cup liner and head.